Event description:
The health care provider (hcp) indicated that the pump functioned successfully for 2-2.5yrs. In (B)(6) 2011, the patient reported to the hcp with increased symptoms of spasticity. Increasing the daily dose of baclofen had no impact on spasms. The hcp attempted to aspirate drug from the catheter access port but was unable to do so. Subsequently a replacement catheter was implanted. During the operation, the neurosurgeon reported that he "washed out" the catheter access port. Post operatively it still remained impossible to aspirate csf (cerebrospinal fluid) from the catheter access port and symptoms of spasticity did not improve. The decision was then made to explant the pump and replace. Upon explant, the neurosurgeon identified significant build up of "muck" around the catheter connection port and the catheter access port region. The hcp does not believe there was a pump or catheter failure in this instance. The hcp believed that the material/debris collected around the catheter connector "was probably down to an error on the part of the hospital and not related to the patients symptoms". The pump contained compounded baclofen, 3,000 mcg/ml. It was later reported that "the physician indicated that the patients symptoms had deteriorated which was the reason for initial catheter replacement. Subsequent pump explant was due to symptoms remaining poor despite catheter replacement. The pump was replaced as the consultant couldn't think of anything else to try in order to remedy this issue. It should be noted that at no point did the pump indicate a battery failure/alarm and indeed the reservoir volumes were reported as decreasing as predicted by the synchromed pump software based on programmed flow rate". The consultant indicated that the patient may have become "less sensitive to intrathecal baclofen and therefore requiring significant dose increases". The consultant indicated this "was speculative and he had only anecdotal evidence". The consultants opinion was that this incident was not related to pump or catheter failure". Please see manufacturer's report #: 3007566237-2011-09307 for subsequent infection.

Manufacturer narrative:
Lot# unk, serial# unk, implanted: (B)(6) 2009.